Event description:
Nurse prepared the ventilator + h900 before the arrival of the patient and connected the water to the chamber. When the patient arrived the ventilator / h900 was powered on and then the h900 alarmed for high water level. The water bag was completely empty and all water was in the chamber and the circuit. Problem with the floater and/or the plunger. Lot a220224 / 0177 no indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator.

Event description:
Nurse prepaired the ventilator + h900 before the arrival of the patient and connected the water to the chamber. When the patient arrived the ventilator / h900 was powered on and then the h900 alarmed for high water level. The water bag was competely empty and all water was in the chamber and the circuit. Problem with the floater and/or the plunger. Lot a220224 / 0177 no indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - correction / device evaluation: the affected product was changed from the one named in the initial report: the defective humidification chamber is part of a breathing circuit, the humidifier base is a separate, complementary product evaluation concerning possible root causes: the user exchanged the breathing circuit including the defective humidifier chamber. As we did not obtain the humidifier chamber for investigation (it was discarded), no definitive root cause statement can be made. Based on similar cases, the most likely root cause is assumed to be a random mistake during assembly of the sealing element: if the sealing element is not installed in the humidification chamber correctly, it may not seal the water inlet opening properly, therefore the water supply into the chamber may not stop when the appropriate water level has been reached during operation.